Manufacturer narrative:
The field service engineer inspected the module and found that there was no internal standard flowing into the mixing cup. He then replaced a solenoid valve to allow proper flow. He performed ion-selective electrode (ise) checks, calibrations, qcs, and precision tests with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results for one patient sample tested on the cobas 8000 cobas ise module (double). The initial results were reported outside of the laboratory. The reporter stated that they received a voltage alarm and ion-selective electrode (ise) errors for sodium, potassium, and chloride. The reporter then performed rechecks and found one patient sample with discrepant results which needed to be corrected. (B)(6). The repeat results were deemed correct. The sodium electrode lot number is z33 with an expiration date of 01-may-2023. The potassium electrode lot number and the expiration date were requested but not provided. The chloride electrode lot number is j05_2021 with an expiration date of 12-jun-2022.

Manufacturer narrative:
The investigation is ongoing.